Manufacturer narrative:
H10: it was confirmed that the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Phone number: institution: (B)(6) -reporter: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting low tidal volume. It was reported there was no patient involvement at the time the issue was discovered. Investigation on going.